Event description:
Information received from the field does not address the patient's clinical status but notes that the device was in back-up mode. A software download restored function, but measured battery data revealed dashes (---) for the current drain and a low voltage of 2.49v.